Event description:
Caller reported, the side buttons of the pump are broken. No adverse event reported. Requested return of the alleged pump for evaluation

Manufacturer narrative:
The event occurred in (B)(6).